Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues; loss of capture, possible fracture, high undefined impedance and inappropriate therapy/loss of pacing. It was also reported the previously programmed off right atrial (ra) lead had a possible fracture and high impedance. The rv lead was implanted out of service. Both leads remain in the patient. No patient complications have been reported as a result of this event.